Event description:
It was reported that approximately ten (10) minutes into treatment with a polyflux 170h, the patient experienced nausea, vomiting and hypotension. The patient was treated with dexamethasone 5mg and the dialyzer was replaced. No additional information is available.

Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.